Event description:
The distributor reported that during incoming inspection there was debris noted on the outer surface of the inner tray.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA is/(B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: evaluation of the complaint sample confirmed the presence of debris between the inner and outer tray. Inspection of the debris noted the debris appeared to be a piece of paper or tissue but the investigation was not able to definitively identify the source of the debris. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. It was noted this product is manufactured in a controlled manufacturing environment with strict controls over personnel and material access and flow. The manufacturing plant has also initiated a CAPA investigation (is/(B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.